Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin intermittently did not exit the cartridge tubing during fill tubing. The supplies were changed to address the event and insulin delivery was resumed. Customer's blood glucose was 250 mg/dl.